Event description:
It was reported that the patient experienced meningitis related to the procedure and associated with the trial stimulator as of (B)(6) 2021. The event, classified as severe, required hospitalization for more than 24 hours and intervention to prevent permanent impairment. On (B)(6) 2021, the patient reported burning and pressure around the wound to the pain clinic but had no fever or visible redness. On (B)(6) 2021, the patient visited the ER, where a swab was taken, and paracetamol was administered. By (B)(6) 2021, the patient returned to the ER with superficial pain, hyperesthesia, and confirmed staphylococcus aureus infection. The leads were explanted, and the patient was started on amoxicillin/clavulanate (4x 1g IV per 24 hours). On (B)(6) 2021, the patient developed symptoms of meningitis, including head and neck pain, nausea, and photophobia. Treatment was switched to ceftriaxone IV, and a lumbar puncture on (B)(6) 2021 confirmed meningitis with lab results showing wbc 311/mm³ and albumin 663 mg/l. Despite continued nausea and photophobia, infection parameters improved. Additional treatments included litican, ondansetron, and dhbp as needed. The patient¿s crp levels decreased from 59.3 on (B)(6) 2021 to 35.4 on (B)(6) 2021. The patient remained hospitalized for clinical follow-up and ceftriaxone IV until discharge on (B)(6) 2021. The meningitis resolved without sequelae as of (B)(6) 2021. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown explanted: (B)(6) 2021 product type lead, ubd: unknown, UDI#: unknown this regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.